Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored on the tension spring assembly. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while loading the heartstring iii the scrub tech observed a "crimp" in the proximal seal where the outer ring was unraveling. A replacement device was used to complete the procedure. The hospital did not report any patient effects.